Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the reported ventilator on site. The air gas module's nozzle was replaced to resolve the issue. Despite several reminders, the defective nozzle didn't return for further investigation. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).